Event description:
Additional information was received that the patient had a generator replacement. Diagnostics were within normal limits prior to replacement. The generator was returned to the manufacturer for evaluation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
On (B)(4) 2013 information was received from the reporter that the patient would be having a generator replacement because she would like a smaller one since she says the size of her current generator causes her pain. Follow-up determined that the patient feels that the generator rubs against her ribs due to its size and feels pain from this. The pain is not associated with stimulation and surgery is being planned to implant a smaller generator. Causal or contributory programming or medication changes did not preceded the onset of the pain. Surgery appears likely, but has not occurred to date.